Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmissions. The patient's pacemaker was noted to exhibit loss of capture. No intervention performed was reported. The patient had no adverse consequences.